Event description:
It was reported after about five minutes from being on there develops a vibration noise. It was noticed that after about five to ten minutes the noise went away. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the system fan was intermittently noisy. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. (B)(4).